Event description:
Approximately 2 hours into treatment patient had chills, vomiting and backage. Treatment terminated early due to the back pain. Patient choose to go home. In 2005, instead of going to dialysis unit for scheduled treatment, patient presented to the hospital were blood draw appeared very black.